Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at (B)(6) on unit hau-ew-l2.

Manufacturer narrative:
Correction: d.1, d.4, omit 8100 from d.11 on initial report, and g.5. Additional information: d.11.

Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at toowoomba hospital on unit hau-ew-l2.

Manufacturer narrative:
Additional information: d.11.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. No patient information provided.

Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at (B)(6) hospital on unit (B)(6).

Manufacturer narrative:
Additional information: g.3, g.3(other source)

Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at (B)(6) on unit hau-ew-l2.